Event description:
It was reported that the right ventricular lead impedance had a quick rise and then gradually continue to rise to high impedance. The impedance has now stabilized. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.